Manufacturer narrative:
MFR received date: 27 aug 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power switch overlay to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an alarm led error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.